Manufacturer narrative:
H10: a vyaire field service engineer (fse) evaluated the device onsite. He called technical support indicating he is not getting a vent inop error when starting up the unit on previous settings. He sent a picture of the error log. Updated software version to 4.9. The fse called back after reseating connections on the tca board and not finding an issue. Determined the gde (gas delivery engine) should be replaced due to the multiple error entries referencing both the insp flow sensor and the tca board. The customer would like a quote with just the gde on it. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had vent inop (inoperable) alarm during usage of a patient. Furthermore, there was no patient harm reported associated with the event. Bellavista ventilator was exchanged with another device.